Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04799.

Event description:
It was reported that the patient had ongoing driveline exit site infection. Incision and drainage was performed on (B)(6) 2021. The last organisms identified were pseudomonas aeruginosa and e. Coli. The patient was administered intravenous (IV) cefepime. The patient went for a surgical pump exchange on (B)(6) 2021, but the exchange was cancelled in the operating room after discovering pump pocket abscess.

Manufacturer narrative:
Section b5: history of driveline infection captured in manufacturer report numbers 2916596-2021-05793 and 2916596-2021-05719. (B)(6) 2021 pump pocket abscess is captured in 2916596-2021-05718. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline faults that were captured in the submitted log file. Additionally, the evaluation of the submitted log files confirmed multiple pump stops and associated events; however, a specific cause could not be conclusively determined. A tech services representative performed a driveline repair on (B)(6) 2021. They noted 2 areas of rescue tape on the driveline. Approximately 6-8¿¿ of the internal driveline was pulled out of the site and bandaged over, the velour coating was still present. The repair began approximately 2¿¿ past the bandaged area. The patient was provided with care instructions. An additional log file was submitted for review after the repair. Approximately 21¿¿ segment of the driveline was replaced by technical services and returned for evaluation. Visual inspection of the driveline revealed rescue tape approximately 2.5¿¿ from the controller connector. Removal of the rescue tape revealed an underlying cut in the silicone jacket. Examination of the driveline found extensive metal shield breakdown throughout the driveline. Microscopic inspection of the driveline revealed damage to the insulation of the red wire approximately 0.25¿¿ from the controller connector (figure 4). The returned driveline segment was subjected to a saline bath for hipot testing to check for current leakage through each wire¿s insulation. The test confirmed the breach in the red wire approximately 0.25¿ from the controller connector. No additional breaches were found. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open-circuit conditions. The red wire is part of phase 3 of the driveline. Exposed conductors could have also resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to the ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, pump stops, and driveline faults. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. A section on ¿handling emergencies¿ is also provided. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain. During interrogation the patient experienced low flow hazards, low speed advisories, driveline fault advisories, change backup battery advisories, and transient high powers. The patient insisted that the emergency room nurse change out their controller without consulting the ventricular assist device (vad) coordinator. The patient's driveline appeared to be compromised with tape wrapped around the driveline at the connector to the controller. Review of submitted log files showed 144 low speed advisories. Speeds as low as 2810 rpm were seen. Driveline faults were also noted in the log. The issue seemed to only be occurring while the patient was connected to the power module, and was possibly related to an issue with the percutaneous lead. A percutaneous repair was performed on (B)(6) 2021. Two areas of rescue tape were noted on the driveline. The driveline was swapped with no issues. The patient's log files following the repair showed a driveline fault at 9:17 on (B)(6) 2021, pump off event at 9:22 on (B)(6) 2021, driveline disconnect at 9:22 on (B)(6) 2021, and a low flow event at 9:22 on (B)(6) 2021. Another driveline fault was seen to have occurred at 9:30 on (B)(6) 2021. The driveline repair performed that day had began at 10 am. On (B)(6) 2021 there was a low flow event at 1600 and pump off event at 1600. The patient stated that they did not hear any alarms on either (B)(6) 2021. The patient was then switched to an ungrounded cable. The continuation of alarms indicated that the driveline damage was most likely internal.